Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a torque indicating wrench broke off during final tightening within surgery. The tip was retrieved and the procedure was completed with an alternative instrument. There were no reported patient impacts.

Manufacturer narrative:
The returned torque wrench was evaluated. The tip has fractured off. The cause cannot be determined since the torque output cannot be verified due to the tip being fractured. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the tip of a torque indicating wrench broke off during final tightening within surgery. The tip was retrieved and the procedure was completed with an alternative instrument. There were no reported patient impacts.